Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was high. The customer did not suspect the high bg was due to the pump or supplies and declined to provide further information regarding the event. The customer requested tandem technical support's assistance with adjusting the high bg alert repeat setting from "never" to "one hour/continuously" as the customer was too busy to acknowledge the high bg alert when it had sounded.